Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that a sensor had been inserted yesterday and the cgm alarm was displaying the '???' Icon for less than an hour. The patient reports a blood glucose of 51 mg/dl with severe dizziness, and has lost confidence in the device. Patient required no unusual treatment and no assistance. Customer support educated the patient on the alarm issue. The sensor issue is not being reported because insulin delivery from the pump is not interrupted. The alleged product issue is not likely to cause an adverse event because the sensor and transmitter have no affect on insulin delivery. The owner's booklet instructs the user to contact animas if a broken or defective sensor is suspected. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy.